Manufacturer narrative:
This is one event (cardiovascular of four events reported for the same pt involve two separate products; associated mdrs #1225714-2014-02663, #1225714-2014-02664, #1225714-2014-02665, #1225714-2014-02666, #1225714-2014-02667, #1225714-2014-02668, #1225714-2014-02669, #1225714-2014-02670.

Event description:
The plaintiff's attorney alleged that the decedent experienced three cardiovascular events on unk dates in (B)(6) 2007 and subsequently expired on or about (B)(6), 2007 after the use of the product.